Event description:
Reporter indicated that patient's heart rate was periodically going into pvc rhythm. It was reported that after a particularly bad seizure (unconscious for 35 minutes), the patient was taken to the hosp at which time a heart monitor was placed, indicating periodic pvc rhythm. It was also reported that the patient was recently diagnosed with sleep apnea and that the patient suspects that it is due to the vns therapy.

Event description:
Further follow-up revealed that the pt experienced a fall after having a breakthrough seizure and experienced a left shoulder injury. The pt indicated that she was hospitalized after experiencing chest pain with loss of consciousness. During hospitalization tested confirmed cardiac arrhythmia, but no cardiac structural abnormalities were evident. According to the pt, the physician declined to perform a cardiac cath due to the presence of the vns therapy system and attributed the pt's cardiac problems to vns therapy. Hosp physician also reportedly requested the pt to have the device programmed to off by treating neurologist. The pt is managed with holter monitoring. Treating neurologist plans to temporarily discontinue the device stimulation during the holter monitoring. Treating neurologist does not believe that the cardiac events are related to vns therapy because the pt had been implanted for approx 1 1/2 years without complication. The holter monitoring was performed and the pt reported that the monitoring showed that the arrhythmia is related to the device stimulation; however, it only occurred following magnet mode stimulation. The pt indicated that she does not want the device stimulation discontinued because of the efficacy she receives. The root cause of the reported event is unknown. The cause of the arrhythmia is possibly due to the lead becoming displaced during the pt's fall and becoming too close to the cardiac branches.

Event description:
Patient has completed multiple diagnostics and consulted with other cardiologists. It has reportedly been determined that the vns therapy has nothing to do with the patient's cardiac problems. The patient's vns therapy system has been programmed back to on and the patient's seizures are now well managed.